Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection. The recipient was treated with augmentin for ten days, beginning (B)(6) 2015. The recipient was hospitalized five days (dates unknown). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has been resolved and the recipient's device remains implanted. This is the final report.

Manufacturer narrative:
.

Event description:
The recipient reportedly experienced swelling and infection at the implant site. The recipient's device was repositioned on (B)(6) 2016.